Manufacturer narrative:
(B)(4). The healthcare professional cannot identify the cuvette reagent lots used for pt testing at this time. Pt #1 of 9 is reported in MDR 2248721-2015-00036 and references itc complaint (B)(4). Pt #2 of 9 is reported in MDR 2248721-2015-00037 and reference itc complaint (B)(4). Pt #3 of 9 is reported in MDR 2248721-2015-00038 and reference itc complaint (B)(4). Pt #4 of 9 is reported in MDR 2248721-2015-00039 and references itc complaint (B)(4). Pt # 5 of 9 is reported in MDR 2248721-2015-00040 and references itc complaint (B)(4). Pt #6 of 9 is reported in MDR 2248721-2015-00041 and references itc complaint (B)(4). Pt #7 of 9 is reported in MDR 2248721-2015-00042 and reference itc compliant (B)(4). Pt# 9 of 9 is reported in MDR 2248721-2015-00044 and references itc complaint (B)(4). Method codes: actual device not evaluated. Process evaluation performed. No ncrs documented. Service history, but not related to current report.

Event description:
Pt # 8 of 9. Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. Pt of unspecified age, gender and weight was receiving IV heparin in the cardiovascular operating room during an unspecified procedure. The target act was 480 seconds. The hemochron signature elite and act plus system reported a result >1000 seconds, which was not expected considering the other act results and the fact that no additional heparin was administered during the procedure. No adverse events were reported.